Event description:
The reporting facility requested service on this device based on a report that the pump was not infusing medication and did not alarm with any problems. The facility's representative reported that there was no pt injury associated with this situation and no incident report was on record in the facility. The facility's representative was unable to identify any add'l contacts. Despite baxter's attempts specific details regarding the reported condition and whether or not the situation occurred during pt use were not available from the facility.